Event description:
I was reported that "endotracheal tube checked with balloon inflating with air prior to insertion. After ett insertion unable to ventilate due to cuff leak. Presumed esophageal insertion. Ett removed and reinserted but still unable to ventilate due to leak. Ett removed and changed to [other manufacturer]". No further information has been made available by the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.